Event description:
Account alleged that the head of the bed is drifting. No injury reported.

Manufacturer narrative:
Technician asked the account to check the CPR cables. Account repaired the bed but no further information is available on the repair. This MDR is a result of CAPA activity for the retrospective review of complaints.